Event description:
Upon delivery of a rental unit to the hospital, the co. Rep. Performed a routine check of the unit and observed that the unit would not power-up. The unit was removed from the hospital for repairs.